Event description:
Procedure type: open billroth ii subtotal gastrectomy. According to the reporter: the surgeon found an anastomic leakage post-operatively on the duodenal stump. He used the stapler to cut the duodenum. The leak was found because the patient had abdominal pain and a fever. Drainage was necessary. The patient stayed in the hospital for an extended period of time.